Manufacturer narrative:
Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the keyboard interface issues could not be determined because the failure mode did not reproduce during testing.

Manufacturer narrative:
D1: added brand name. H6: omitted a0902 and added a150105.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The automated impella controller was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered an automated impella controller (aic) issue. The aic touchscreen was compromised overnight. As a result, the aic was swapped. No patient harm was reported.